Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal device was returned for product evaluation. The returned device consisted of the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked. The anchor and collagen were deployed with the suture and tamper tube partially deployed. Functional testing was performed by pulling on the anchor to test deployment of the internal components. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint was confirmed for a partial deployment pullout. The exact root cause could not be determined. The likely cause was determined to have been improper positioning of the sheath when mated with the carrier tube preventing proper deployment of the anchor. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported shuttling and bleeding. The angio-seal device was inserted into the insertion sheath and the device cap was pulled to position the anchor against the vessel wall. However, the anchor was unable to be deployed properly and came back into the sheath. Use of the device was aborted, and manual compression was applied to achieve hemostasis. However, due to excessive hemorrhage, hemostasis was performed surgically. After the surgical procedure, hemostasis was achieved successfully, and the procedure was completed without problems. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 6 mm. Bleeding occurred in the procedure room. Manual compression was applied. The puncture site was right femoral artery. The patient required surgical intervention and there were no patient consequences. No equipment or other devices were used with the angio-seal device. Additional information was received on 27jun2024: the blood loss amount is greater than 250cc's.